Event description:
The male patient had a thrombosis more than 12 months after placement of two cypher stents in the mid-rca. This was treated with bypass surgery. This patient with a history of previous myocardial infarction (mi,1998), hypertension, hyperlipidemia, longstanding smoking habit, previous pci with the placement of a 3.0 x 24mm ave stent in the circumflex artery (lcx, the same month), and a positive family history of premature cad was referred for cardiac cath following complaints of chest and jaw pain for approximately five 5 weeks and a positive exercise stress test. Angiography revealed a long 90% lesion in the mid right coronary artery (rca), as well as other mild disease in all three vessels, heparin was administered via IV. The lesion in the mid-rca was pre-dilated with a 2.0mm, 2.5mm, and a 3.0mm balloon (unspecified). Two cypher stents, a 2.5 x 28mm and a 3.0 x 28 mm, were deployed within the lesion site and were post-dilated to 20atms. An excellent angiographic result was achieved with 0% residual stenosis noted. The patient was released on a regimen of aspirin and plavix for 6 months duration. Approximately 16 months later, the patient experienced recurrent chest pain and was ruled in for a mi. Repeat angiography revealed that both the ave stent in lcx and the two cypher stents in the mid-rca were occluded with thrombus. Additionally, the cad in the mid-left anterior descending artery (lad) had progressed to 60%. Based on the patient's history and risk factors, the patient was sent for surgical intervention (bypass surgery). No complications were noted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 3003742446-2007-00180.